Manufacturer narrative:
(B)(6). (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous left superficial femoral artery. A 6fr introducer sheath was inserted and the physician attempted to cross the lesion with three different guide wires, however, each attempt with each of these wires was unsuccessful. The fourth wire selected crossed the lesion and the 3mm x 40mm x 145cm sterling es otw balloon catheter was advanced to pre-dilate the lesion. The sterling was inflated once to 10atms and once to 13atms and ruptured. A non-bsc 2mm x 4mm balloon and a 4mm x 6mm sterling balloon were used to complete the pre-dilation. An 8mm x 6mm non-bsc stent was implanted to complete the procedure. No patient complications were reported and the patient's status is good.